Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that occasionally press buttons harder to response. The customer also reported that the insulin pump received unexplained no delivery alarm, alarms were fainter, failed to deliver alarm for no delivery and scratches on the screen as well as inside the reservoir housing. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No damage/unlocked j2/lcd keypad connector during visual inspection noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit or failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm or audio/beep anomaly noted during testing. Device had minor scratched lcd window, cracked case at reservoir tube window corners. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted. (B)(4).